Event description:
It was reported that a urodynamic study revealed that an Artificial Urinary Sphincter (AUS) was functioning poorly due to an oversized cuff, resulting in recurring incontinence. A surgical procedure was performed to remove and replace the AUS. No further patient complications were reported.

Manufacturer narrative:
THE DEVICE IS NOT AVAILABLE FOR ANALYSIS; THEREFORE, NO PHYSICAL OR VISUAL ANALYSIS OF THE PRODUCT COULD BE PERFORMED. RECURRENT INCONTINENCE AND POSITIONAL INCONTINENCE, AND IMPROPERLY SIZED CUFF ARE ACKNOWLEDGED WITHIN THE DIRECTIONS FOR USE (DFU) AND ARE NOT RELATED TO OFF-LABEL USE OR FAILURE TO FOLLOW INSTRUCTIONS. A RISK REVIEW WAS COMPLETED; ALTERED THERAPEUTIC RESPONSE, AND SIZE RELATED COMPLICATIONS ARE DEFINED IN THE RISK DOCUMENTATION. THIS EVENT TYPE HAS BEEN ACCOUNTED FOR DURING PRODUCT RISK ANALYSIS TO SUPPORT ACCEPTABLE RISK BENEFIT FOR THE PRODUCT. THE REPORTED PATIENT SYMPTOM OF URINARY INCONTINENCE IS A KNOWN RISK ASSOCIATED WITH THIS DEVICE TYPE AND INDICATED AS SUCH IN THE INSTRUCTIONS FOR USE. BASED ON THE INFORMATION AVAILABLE, THE CONCLUSION CODE OF KNOWN INHERENT RISK OF DEVICE WAS ASSIGNED TO THIS INVESTIGATION.

Event description:
IT WAS REPORTED THAT A URODYNAMIC STUDY REVEALED THAT AN ARTIFICIAL URINARY SPHINCTER (AUS) WAS FUNCTIONING POORLY DUE TO AN OVERSIZED CUFF, RESULTING IN RECURRING INCONTINENCE. A REVISION WAS REQUESTED BY THE PHYSICIAN. NO ADDITIONAL INFORMATION WAS PROVIDED.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of Urinary Incontinence is a known risk associated with this device type and indicated as such in the Instructions For Use. Based on the information available, the conclusion code of Known Inherent Risk of Device was assigned to this investigation.